Manufacturer narrative:
There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2021-00028 2245270-2021-00029 we received the involved catheter and one non used catheter from same batch. During the tightness test, we noticed an immediate leak on the involved catheter. The leak is located at the anti-kinking sleeve. This anti kinking sleeve has been withdrawn and it was noticed 3 kinking's on the catheter's tube which are the root cause of the reported incident. We recommend in our IFU "avoid kinking the catheter as this will damage the catheter tubing. As with all catheters, it is important to position and to ensure that they are not kinked or bent in any way which might stress the catheter material, or which might disturb the normal flow of fluids through the catheter." The batch review of this batch shows that the product is compliant to its specification. There is no deviation. All these catheters are 100% tested for tightness during the manufacturing process. There is no other complaint on this batch. Furthermore, as the devices were functioning correctly during 9 and 5 days before the leakage, the kinking occurred during its use. Therefore, it is not linked to a catheter defect.

Event description:
The md was used for arterial cannulation to monitor blood pressure in a patient with terminal heart failure. The md was placed in the right radial artery on (B)(6) 2021. On (B)(6) 2021, during the dressing of the insertion site there was abundant leakage of blood and washing solution at the transition between the cone and the catheter. Reason for removal. On the same date a new md (same ref and production lot) was placed in the left brachial artery. On (B)(6) the same problem described above occurred, which made it necessary to replace the md and reposition it in another location. The leakage was noticed, after 9 days for the first event, 5 days for the second event, both for monitor blood pressure in a patient with terminal heart failure. No consequences reported, just replacement with new catheter.

Manufacturer narrative:
There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2021-00028. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR. The batch review of this batch shows that the product is compliant to its specification. There is no deviation . All these catheters are 100% tested for tightness during the manufacturing process. Furthermore, the leakage was noticed after 9 and 5 days of use. One likely root cause of leakage could be a repetitive kinking of the catheter. There is no other complaint on this batch.

Event description:
The md was used for arterial cannulation to monitor blood pressure in a patient with terminal heart failure. The md was placed in the right radial artery on (B)(6) 2021. On (B)(6) 2021, during the dressing of the insertion site there was abundant leakage of blood and washing solution at the transition between the cone and the catheter. Reason for removal. On the same date a new md (same ref and production lot) was placed in the left brachial artery. On (B)(6) the same problem described above occurred, which made it necessary to replace the md and reposition it in another location. The leakage was noticed, after 9 days for the first event, 5 days for the second event, both for monitor blood pressure in a patient with terminal heart failure. No consequences reported, just replacement with new catheter.